Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the implantable pulse generator (ipg) exhibited a reset. It was further reported that the right ventricular (rv) lead exhibited high threshold. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.